Manufacturer narrative:
Analysis of the pump found that there was corrosion/wear/lubrication on the pump motor gear train and that there was a stall due to shaft bearing on the pump motor gear train. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving 20 mg/ml morphine at a dose of 8.703 mg/day via an implantable pump for non-malignant pain. It was reported that a motor stall was seen at initial interrogation and it was unknown if the patient recently had an MRI. The hcp had not asked the patient too many questions at the time of the report. The pump status and/or event logs showed that a motor stall occurred on (B)(6) 2017, a tube set error occurred on (B)(6) 2017, a motor stall recovery occurred on (B)(6) 2017, a motor stall occurred on (B)(6) 2017, a motor stall recovery occurred on (B)(6) 2017, and a motor stall occurred on (B)(6) 2017 with no recovery noted. It was confirmed that there were no electromagnetic interference (emi)/magnetic sources present. The hcp stated they would most likely move forward with the pump replacement on (B)(6) 2017. It was reported that the patient had withdrawal symptoms that started on (B)(6) 2017. There were no further complications reported or anticipated.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The pump was returned to the manufacturer.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative on 2017-jun-15. It was stated that the pump had been replaced on (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.